Event description:
Technical service department of the manufacturer was contacted by client reporting that a "rn walked into room at approximately 2am and found patient on the ground kneeling next to the bed. Bed exit alarms was not set because rn stated that she "didn't know how". Unknown if patient felt." It was further reported that patient re-broke their pelvis.